Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion.

Event description:
Healthcare processional reported against left side "the injection was completed three months after the surgery, the bottom left te tag extruded ten months after the surgery. Reconstruction was completed with careful treatment without additional surgery for one month." Device was explanted.